Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues of the gear train, as well as stall due to shaft-bearing. Fdm updated. Fdr updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The replacement occurred on (B)(6) 2019. The event resolved. The patient experienced increase of rigidity and spasticity, as well as altered mental status.

Manufacturer narrative:
Analysis of the product is not complete as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Pump logs from an interrogation on (B)(6) 2019 were provided, indicating motor stall occurred on (B)(6) 2019 at 06:04. A recovery was not recorded. The pump had been delivering baclofen (1,500.0 mcg/ml at 303.4 mcg/day).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving compounded baclofen (unknown concentration and dose) via an implantable pump for an unknown indication for use. It was reported a motor stall appeared 2 months before end of life (eol). The event date was reported to be (B)(6) 2019. Diagnostics included an interrogation confirming the motor stall. Pump replacement was planned for (B)(6) 2019. The issue was reported to be not resolved. Contributing factors were not known. The pump would be returned. The patient status was alive - no injury. There were no reported symptoms. Further complications were not reported. Additional information was received. The pump alarm was going off.